Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/01/2014 with the following findings: during investigation, the pump history was reviewed and showed unexplained pump reboots. The battery compartment was found to have a small crack near the case seal. There was no physical damage observed to the returned battery cap. The returned battery cap fastened securely and held power to the pump. The battery cap height and width measurements were within specified range. No intermittent power was observed during testing. The pump was exercised for 24 hours with the returned battery cap and no loss of power was duplicated; the pump passed a delivery accuracy test successfully. No internal moisture damage or intermittent connections were observed when the pump cover was removed. Unrelated to the complaint, evaluation revealed a discolored display screen; the screen was still able to be safely read. The issue of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s wife contacted animas and alleged the following: the pump keeps rebooting itself. This has happened over the last day, and his bg levels were elevated. At time of contact with customer support (cs) wife did not have husband¿s pump in front of her so a conference call made to speak with husband. Patient reports that his pump keeps rebooting itself and going to the verification screen. Patient denies any damage to the casing of the pump or battery cap. Patient states that the battery cap/cartridge caps are secured appropriately on the pump. Patient states that last night his blood glucose level was 360mg/dl and when asked if he had symptoms, patient replied that he could just tell that his blood glucose levels were elevated, with ¿mild symptoms¿; patient corrected blood glucose level with subcutaneous injection. At time of this contact, the patient was wearing pump and reported no bg issues. Cs recommended that patient use alternate method of insulin delivery and monitor blood glucose levels. This complaint is being reported because a patient experienced hyperglycemia in conjunction with an alleged intermittent power issue.